Manufacturer narrative:
(B)(6) customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 test. On (B)(6) 2021, a sample was collected from the patient and processed per pi. The sample was run on the xpert xpress sars-cov-2 test which resulted in sars-cov-2 positive. This result was reported to the doctor. On (B)(6) 2021, the patient went to a different facility for testing on an unknown platform and was reported as being sars cov-2 negative. It is unknown if the result was reported to the doctor. On an unknown date, the patient went to a different facility for testing on an unknown platform and was reported for being sars cov-2 negative. It is unknown if the result was reported to the doctor. The patient was an asymptomatic travel patient. Review of the test result shows dual target detection but with late CT value. Target and spc amplification and epf appear normal. Likely root cause is a sample with viral rna at or below the assay's limit of detection. No evidence of product malfunction and no report of patient harm. Testing was performed without suspicion of covid-19 and is outside the intended use. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
(B)(6) customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 test. On (B)(6) 2021, a sample was collected from the patient and processed per pi. The sample was run on the xpert xpress sars-cov-2 test which resulted in sars-cov-2 positive. This result was reported to the doctor. On (B)(6) 2021, the patient went to a different facility for testing on an unknown platform and was reported as being sars cov-2 negative. It is unknown if the result was reported to the doctor. On an unknown date, the patient went to a different facility for testing on an unknown platform and was reported for being sars cov-2 negative. It is unknown if the result was reported to the doctor. The patient was an asymptomatic travel patient.